Event description:
It was reported that the system overheated. This may cause the system to shut down un-commanded. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fuse. X-ray tube, and the high voltage tank were replaced during the service call. The system was tested and found to be working as intended and put back into service.